Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Reportedly, customer initiated a bolus which subsequently decreased their bg level. Reportedly, customer required assistance from their spouse by providing carbohydrates and a glucose shot, however customer experienced a seizure causing back pain. Customer was taken to the emergency room (ER) where they were treated intravenously fluids of saline. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.